Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown.the same day as event onset, the patient was hospitalized for the event. The treatment and patient outcome were not reported. On an unknown date, pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.